Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during use, air leakage occurred because of torn valve. Used another device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30mins. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).